Manufacturer narrative:
Retainer ring = clear. Device case = ngp customer returned device for an alleged unexpected battery power loss found on january 04, -2019. The device passed the displacement test and active current test. Device failed sleep current test due to esd latch-up. Intermittent button response noted during testing. No unexpected battery alert noted during testing. Successfully downloaded history files and traces using thus. The first power management tool confirmed pump error was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance electrical board1 and 2 1. An unexpected battery alert was found in the history files on january 02, 2019 where 104 low battery alert was skipped, and charge battery fault alert was present instead. Pump error was found in the history files on january 14, 2019 at 18:00:00.00. Pump was cut open to recycle the internal lithium backup battery connector on electrical board 1 and allow the internal battery to charge for a few days. Device passed keypad voltage test. The j1 connector was loosely connected on electrical board1 and 2 1. Device had issues with redownloading due to unresponsive keypad. Swapped out case and successfully downloaded history files and traces after pump was charging a few days. The second power mangement graph confirms the loaded voltage (loaded vlith) and unloaded voltage (unloaded vlith) are within 200ma of each other, however, the power management graph indicated an esd latch-up on an ic chip. Device was cut open for visual inspection and found no physical or moisture damage on the electronic assembly, motor, keypad assembly or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked retainer, corroded battery tube, connector resistance issue, . Unresponsive keypad confirmed. Problem isolated to the keypad assembly. Damaged retainer ring confirmed. Unresponsive keypad confirmed due loose connection on the electrical board flex cable. Pump error was confirmed due to a connector resistance issue with the connector on electrical board 1. Charge/last less than expected and unexpected battery power loss were confirmed due to an esd latch-up on an ic. Problem isolated to the electronic stack. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Device was returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had unexpected battery power loss. The customer's blood glucose value was unknown. The insulin pump will be returned for analysis.